Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had physical damage to it. The blood glucose reading was 404 mg/dl, which was treated with a manual injection. The blood glucose lowered to 94 mg/dl by evening. The customer stated that he had fallen on his insulin pump and cracked the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and the excessive no delivery test. The device had a deep scratch on the display window and a scratched case. No crack was noted on display window. No damage noted on the lcd glass.